Manufacturer narrative:
The catheter failed the visual test owing to the condition of the returned device. On receipt of the device in the analysis laboratory, it was observed that electrode ring #1 was lifted from the edge and was torn. Electrode ring #2 was missing and the electrode ring #s 6, 7, 8, 9, 10, and 20 were deformed. The above findings were not reported by the customer and thus the reason for this event is unk. No patient injury was reported.

Event description:
The initial complaint reported by the customer stated that the tip of the catheter was too flat. However, on receipt of the catheter in the analysis laboratory, it was observed that the device was returned with considerable physical damage and the electrode rings were missing or deformed.